Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, an idrive handle was used with an egia45amt during a low anterior resection. After the first firing, the nurse received the device from the doctor. The nurse could not return the device to the neutral position although blue and silver button on the handle were pressed properly. Eventually the reload returned to the straight position and was able to be released from the handle. At the time of the second fire the jaws were able to open and close, however, the surgeon could not fire after grasping the tissue. The device was disassembled and reassembled and then worked successfully. The last known patient status is good. The operating time was not extended. There was no additional tissue resection. There was no tissue damage. Nothing fell into the patient cavity. There was no bleeding over 500ccs. There was no reinforcement material used.